Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 27 unopened pouches. Analysis and results: there is one previous complaint of this code batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Tightness test to the closed samples received has been performed and the units are tight. When the rotation test on closed samples received, we have noticed that thread breaks easily next to needle. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Final conclusion: taking into account that the results of closed samples received do not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future. Moreover, training regarding this issue to production personnel has been done.

Event description:
Country of complaint: germany. It is reported that the thread breaks multiple times (different surgeries; subcutan-suturing, different surgeons) at the needle-thread-combination. 27 opened, unused envelopes.